Event description:
Reporter indicated that vns pt is experiencing constant hoarseness. It was also reported that the pt constantly feels the need to clear their throat and that pt snores loudly. When treating neurologist attempted to increase device parameters, the pt coughed continually. Programmed parameters were reduced to alleviate the constant coughing. Investigation to date has been unable to determine whether the pt has been diagnosed with vocal cord paralysis.